Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with blood glucose of 700 mg/dl. It was reported that an occlusion alarm occurred. Customer was treated with intravenous insulin was released from the hospital on (B)(6) 2019 with no permanent damage. The supplies were changed to address the event and insulin delivery was resumed.